Manufacturer narrative:
One spline twist implant and package were returned for investigation. Visual evaluation of the as returned products identified that the package was previously opened by customer. The implant was disengaged from the fixture mount. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. Patient pre-existing conditions, tooth location, placement duration and x-ray image were irrelevant to this investigation. Picture image was not provided by the customer. DHR review for the lot (2018120930) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. The DHR was further reviewed to investigate probable causes to the reported event. Complaint history review was performed for the lot (2018120930) for similar events and one other complaint was identified. May post market trending was reviewed and there were no actionable events or corrective actions for the reported event or products. Therefore, based on the available information, the reported malfunction did occur. However, the reported event could not be verified since the condition of the product as received by the customer is unknown/ non verifiable. Based on the investigation and risk review, the most likely cause determined from the investigation is mishandling of product/package outside of zimmer biomet controls.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight not provided/unknown. Reporter's address not provided. Additional 510k number: k943604. Device not returned.

Event description:
It was reported that the implant disengaged from the bundled mount. Another implant was placed. Tooth location 20.